Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012571432); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-34 (lot: 0012737810); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the attempted implant of an evfxplus-34 transcatheter aortic valve via a non-medtronic guidewire, the first valve was confirmed to have a good load by fluoroscopic inspection. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 25mm non-medtronic balloon. Upon initial deployment, under expansion of the valve frame was observed due to heavy calcification. The valve was recaptured and redeployed because of a narrow implantation depth of 2mm at the left coronary cusp. During the second deployment, an infold in the valve frame was noticed. The valve was recaptured and withdrawn from the patient. A second valve was loaded and confirmed to have a good load via fluoroscopy. A second pre-implant bav was performed with a 26mm non-medtronic balloon. The second valve was implanted at an implant depth of 4mm and released. Post-implant gradient measurement was 6 mmhg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: six static images and fourteen media files were provided for review. Images from the patient¿s executive summary were provided for anatomical review. Patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 85.2mm with a perimeter derived diameter of 27.1mm suggesting a 34mm evolut. Fluoroscopy valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt . It was reported that one recapture was performed and during the subsequent deployment attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The infolded valve was recaptured, withdrawn, a new valve was loaded and confirmed a good load. A second balloon aortic valvuloplasty was performed. The new valve was deployed and no further issues with infolding were noted; how ever, in a different view the deployed valve appeared to be constrained at the waist level. There is no evidence of any further intervention. Updated b.5, h.6, and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 10 minutes occurred due to the infold.